Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced and the front panel was lit due to power connector from the dp board was fully disconnected. In addition, the evaluation found that the video connector was worn and the covers were noted scratched and cracked. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for processing. Upon inspection and testing of the returned device, it was found that no image was present and the front panel was lit. This report is submitted due to the no image present and front panel lit. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 20-feb-2022. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena of ¿no image¿ and ¿the front panel lit up¿ seemed to have occurred because the connector of the patient circuit board (dp board) was disconnected. The cause of the disconnection is unknown. After connecting the connector back to dp board, inspection was carried out successfully. The phenomena may have resulted from normal wear and tear and possible mishandling. Video connector, front panel and top cover will be replaced. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.